Event description:
Heartware patient presents with gastrointestinal bleeding (gib) #1 (guaiac positive confirmed) requiring 3 units of blood transfused and endoscopic evaluation. Endoscopy did not locate bleeding source.